Event description:
It was reported that the patient presented in clinic for follow up with phrenic nerve stimulation due to the backup operation and high output pacing exhibited by the implantable cardioverter defibrillator. Programming changes were made to reset the device successfully. The patient was in stable condition.